Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via manufacturer representative indicated the patient had not been seen since (B)(6) 2016. The next appointment was scheduled for (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer in regard to a patient receiving dilaudid via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. It was reported that the patient was refilled on (B)(6) 2016. A personal therapy manager (ptm) code 8503 (physician bolus in progress) occurred. It was reviewed that a prescribed bolus was currently in progress as indicated in labeling. The pump and ptm were working as designed. The patient¿s back doesn¿t feel like it¿s getting medicine. The back doesn¿t feel like getting medicine since the inability to use the ptm. The patient called the office and the clinic told the patient there could be a 24 hour delay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.